Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, it was stated that the patient was revised to address pain. Additionally, elevated metal ion levels, pseudocyst tumor and metallosis were noted. There were two operations occurring that day since the earlier revision was unsuccessful due to difficulty in removing the liner from the shell; there was no explant system available at that time. The second operation was successfully done on the same day after additional instrumentation was secured. Revision notes reported trunnionosis, mild synovial staining and hypertrophy of synovium. It was also reported that the surgeon replaced the newly implanted +4, 10 degree lipped liner to a 10 degree neutral liner since it was causing a cam impingement and dislocation intraoperatively. Doi: (B)(6) 2008; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.